Manufacturer narrative:
This product is expected to be returned for analysis. This event will be updated once analysis is complete.

Event description:
Boston scientific received information that this patient experienced a syncopal episode and was admitted to the hospital. Review of the system indicated there was loss of capture and high thresholds observed with the right ventricular (rv) lead. Surgical intervention was later performed and the rv lead was explanted and replaced. The physician damaged part of the lead during the explant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. A cut in the outer insulation of the lead was observed approximately 13 cm from the is-1 end which was confirmed to have been induced during the explant procedure. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Testing was not able to confirm the allegations of loss of capture and high threshold measurements.